Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed ¿connect cgm or enter bg¿ after a recently started dexcom g7 sensor had been working, prompting customer care to guide switching between g7 and g6 configurations and to reenter the g7 pairing code, with instruction to wait before reattempting connection. Symptoms included no reported hypoglycemia, hyperglycemia, or other clinical effects, and blood glucose values were not impacted. Outcomes included no medical intervention or hospitalization. Investigation included remote troubleshooting and review of alarm history, which showed no sensor failure or sensor error alerts. Investigation of this case revealed a cgm-to-pump communication or pairing issue without evidence of sensor malfunction, consistent with a connectivity or setup issue between the cgm transmitter and the pump¿s cgm interface. It was concluded, based on previously established findings for similar reports, that the cause was user interface or operational use related to cgm pairing and connectivity.